Event description:
The patient reported experiencing elevated blood glucose of up to 320 mg/dl for 2 weeks and he believes the infusion device delivers too little insulin. His normal blood glucose level is 80-140 mg/dl. He attempted to lower blood glucose by bolused through the infusion device with little success. He changes the insulin cartridge and infusion tubing every 10 days and the infusion headset every 2 days. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.